Event description:
The target lesion was in the proximal left circumflex, with no tortuosity, no calcification, 99% stenosis, and it was an ami case. The guide wire was crossed and ivus was performed. After suctioning the thrombosis with a thrombuster device, another company's balloon cathter was used to pre-dilate to 12 atm. Then, after implanting the vision stent to 14 atm, a prolapse occurred. So, the thrombus was suctioned again, and the stent part was dilated again by the stent delivery system (sds). Ivus was performed, and it was confirmed that the prolapse was removed, so the procedure was completed.